Manufacturer narrative:
(B)(4). The site has indicated that the incident generator will not be returning for evaluation. Additional questions in regard to the incident have also been asked. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the covidien generator was in use with a handpiece during a right breast needle biopsy case, when the patient received a 3mm x 3mm burn to her inner right arm. The surgeon excised the burnt tissue to below the deep dermis, and then irrigated and sutured the affected area. The generator was tested by the site's biomed and was found to be functioning properly. The surgeon speculated that the burn may have been caused by arcing, although it is unknown when this may have occurred, as the handpiece was placed in a holster when it was not in use.